Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose level was over 200 mg/dl. The customer changed the infusion set and cartridge and used new insulin. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was not able to be performed.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available, to supplemental report will be submitted.